Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. The fiber body was broken 4.5 cm from the distal tip with the green jacketing still partially attached. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the fiber break, and was bright and clear. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 365 laser fiber was to be used in a procedure on (B)(6) 2015. According to the complainant, during unpacking, the laser fiber tip was noted to be bent. There were no complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a flexiva 365 laser fiber was to be used in a procedure on (B)(6), 2015. According to the complainant, during unpacking, the laser fiber tip was noted to be bent. There were no complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.